Event description:
It was reported that the patient was unable to tolerate myopia / anisometropia post implant of a z9002 22.0 diopter intraocular lens (iol). The lens was explanted approximately two weeks post implant. The goal was plano however the result was -2.25. The lens was exchanged with another z9002 of a lower diopter (19.0). The patient is doing well with the replacement lens.

Manufacturer narrative:
Corrected data: product problem checked in error. Type of report: product was incorrectly identified as being within the scope of recall number z-1123-2014. This lens is not part of the recall. Box was checked in error. Recall number z-1123-2014 was incorrectly entered into this field. This lens is not part of the recall. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Device evaluation - the explanted was received and visually evaluated at 18¿ distance with unaided eye. Visual inspection revealed that the iol was not returned in its original folding carton package. The sample was returned inside a small plastic bag. In addition the sample was visually inspected under microscope which revealed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. The lens returned cut in two pieces that could be related to the explant process. Both haptics were observed distorted; one was also pinched (crimped). The distortion and crimped can be related to the handling of the unit during the insertion process. Due to the condition and the defects observed in the sample returned diopter measurement could not be performed to the lens returned. During the manufacturing process lenses are inspected and measured for diopter, resolution and astigmatism according to qi318 inspection procedure using monofocal bench system ii for testing optical properties in air or water. Nonconforming lenses will be removed and discarded according to procedure specifications. The complaint for unexpected postop refraction could not be verified. The lens returned cut in two pieces that could be related to the explant process. Therefore, diopter measurement cannot be performed to the lens returned. Additionally, the manufacturing records were reviewed. Results revealed all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). This device falls within the scope of recall number z-1123-2014. All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.